Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that smart pass had been disabled at the time of implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system , which was likely due to small r-wave measurements. Smart pass had been re-enabled at a later date and prior to that programming, there appeared to be an issue with oversensing of t-waves and noise. Subsequent information was received stating this patient had lost a lot of weight and also had a fall. No issues were identified via x-ray. Additional information was received stating the s-ICD had migrated. The migration correlated to a change in qrs morphology which caused the automatic setup to fail in all three vectors. The migration was suspected to be the result of the patient's weight loss and/or fall. The patient experienced anxiety related to the potential for shock delivery. The system was explanted after multiple troubleshooting attempts due to r:t wave ration and automatic setup failing in all three vectors. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination identified a curve/bend in the electrode body approximately 26mm from the terminal pin. Resistance testing found the electrode was not electrically continuous and x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed curve. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that smart pass had been disabled at the time of implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, which was likely due to small r-wave measurements. Smart pass had been re-enabled at a later date and prior to that programming, there appeared to be an issue with oversensing of t-waves and noise. Subsequent information was received stating this patient had lost a lot of weight and also had a fall. No issues were identified via x-ray. Additional information was received stating the s-ICD had migrated. The migration correlated to a change in qrs morphology which caused the automatic setup to fail in all three vectors. The migration was suspected to be the result of the patient's weight loss and/or fall. The patient experienced anxiety related to the potential for shock delivery. The system was explanted after multiple troubleshooting attempts due to r:t wave ration and automatic setup failing in all three vectors. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.